Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed. The field service engineer (fse) isolated the issue via inventory review to smart remote manager (srm), manually failed and recovered the component. The latch was removed and inspected with no notable findings. The fse tightened latch harness connections and applied conductive grease to the latch microswitch connections. The system functioned as intended after the field service engineer addressed the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had tower door 6 failed to open. Customer troubleshooted with reboot and recover but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.